Event description:
It was reported the impedances were >4000 ohms on channels 8, 10, 11, and 14. The stimulation was not increased and the impedances reran. The stimulation was intermittent. The patient experienced a shocking or jolting sensation down their leg and in the area of parasthesia, which began about one week prior. The implantable neurostimulator was reprogrammed to increase stimulation coverage. The patient could influence the shocking or jolting with exaggerated breathing and position. The shocking or jolting went away when the stimulation was turned off. Additional information received reported the patient was sent for an x-ray and was instructed by their physician to leave the stimulation on. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(6). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Follow up information received reported that the patient was referred to a neurosurgeon for a possible replacement of the lead. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the cause of the event was displaced leads. The patient had an explant of the leads on (B)(6) 2012. The reported symptom related to the event was a loss of stimulation. The patient did not require hospitalization due the event. No injury was noted for the patient's outcome.